Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced dexcom g7 pairing failure with the ilet, indicated by three lines through the blue circle and on-screen messages of "pairing failed, replace sensor," while a separate dexcom receiver displayed a glucose of 264 mg/dl; the user performed troubleshooting with guidance, including powering off the incompatible dexcom receiver, toggling ilet settings between g6 and g7, re-entering the g7 sensor code, and restarting pairing, and the user administered a manual correction dose of 5 units. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education to re-establish sensor pairing to the ilet. Investigation of this case revealed a pairing failure to the ilet only while using a dexcom g7 sensor with an active dexcom receiver that could interfere with pairing. It was concluded, based on previously established findings for similar reports, that the cause was user environment and setup factors affecting sensor pairing rather than a device malfunction.